Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Event description:
Customer has complained that 2 of these bags have been leaking from the seam during use. The customer checked and confirmed that the substance leaking out of the bag was csf.